Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from united kingdom, edwards received notification of pascal procedure in mitral position. Approximately 20 days after the index procedure, an single-leaflet device attachment (slda) was detected and mitral regurgitation was back to severe. Patient had a sepsis shock and passed away. A post mortem CT was performed which did not provide any conclusive cause of death. The interventional team suspect septic shock was a significant contributor to the patient's death.